Event description:
Excision of left forehead cyst in operating room after carpal tunnel surgery completed on this pt. Cautery (bovie) was used for the cyst. When it was started up, flash fire occurred. Left cheek and nose had minor burns and left eyebrow and eyelashes and mustache were singed. Ent physician assessed pt.